Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that insulin was squirting out during prim. The customer's blood glucose level at the time of incident was 133mg/dl. The customer's most current level was 190mg/dl. The customer reported receiving compromised force sensor system alarm. Troubleshoot was conducted. The customer was advised during seating the force sensor did not detect the reservoir. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. No compromised force sensor system alarms were noted. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners.